Event description:
The customer reported that they got a no shock delivered message during a pt event. The customer stated that there was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that they got a no shock delivered message during a pt event. The customer stated that there was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.